Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Threads from metaglene and geosphere became stripped during insertion and would not mate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the threads from metaglene and glenosphere became stripped during insertion and would not mate. The devices associated to the complaint were returned for analysis. The visual analysis carried out on the returned product watch a deterioration of the thread of the fixing screw of the glénosphère. The visual analysis on the returned metaglene shows deterioration in the internal thread which is no functional. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. (Screw used on the returned product glenosphere: screw w99990 batch: 5267256). A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. The incident could have occurred during use, from an assembly not in the axis. From the analysis performed, the root cause of the incident could not be determined with certainty.